Event description:
The customer contact reported, the pump did not alarm when an occlusion was present. On an unspecified date and time, the device was programmed to deliver an unspecified medication and delivery was started. No specific programming parameters were provided. After an unspecified length of time, customer contact reported, the device did not alarm when an occlusion was present. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided including specific event details.

Manufacturer narrative:
The device passed testing by appropriately alarming when an occlusion was present. Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the service center. A review of the pump history found the last day the pump was powered on was (B)(6) 2011. On (B)(6) 2011, multiple proximal and distal occlusion alarms occurred and were silenced and cleared. This report represents all the info known by the reporter upon query by hospira personnel.